Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 11 months. The device is expected to be returned but has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with biventricular paracorporeal ventricular assist devices. It was reported that the patient's left sided pump was exchanged on (B)(6) 2015 due to a crack in the tubing. It was reported that the patient was symptomatic, however, the patient's symptoms were not specified. Further information was requested but not provided.

Manufacturer narrative:
Additional information. The report of cracks in the tubing of the device was confirmed. Visual inspection of the returned device confirmed multiple cracks along the pneumatic lead that were covered with tape. The pneumatic lead was mechanically scuffed, scratched, and cracked at multiple locations, all on one side of the tube. Initiation and propagation of the cracks appeared to be due to fatigue. Little or no indication of pre-existing conditions, such as inclusions, voids, or significant mechanical damage, was observed. A specific cause for the observed cracking could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.